Event description:
It was reported that the stimulation was shocking the patient at the lead and device site and then went down his leg. This shocking started about a month ago after the patient had fallen a couple of times. It was reported that the device never worked for the patient; it was supposed to provide stimulation for his leg and feet pain, but he never got stimulation. The patient also had trouble with the device because it sat at the beltline with his pants rubbing up and down, it felt like it moved and he thought he might have pulled out the leads. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3888-45, lot# v618045, implanted: (B)(6) 2011. Product type: lead: product ID 3888-45, lot# v612850, implanted: (B)(6) 2011. Product type: lead: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension. (B)(4).